Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The exhalation differential pressure transducer has failed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a xdcr (transducer) fault on the vela ventilator.the customer confirmed that there was no patient involvement associated with the reported event.